Manufacturer narrative:
The customer received a replacement lid and battery. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device doesn't power on when the lid is opened. As a result, a user may be unable to power the device on to deliver therapy, if needed. There was no report of patient use associated with the reported event.